Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic treatment was completed and the patient was discharged from the hospital. At the time of this report the patient was recovered from the peritonitis event, the fluid was clear and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. One day after the event onset, the patient was hospitalized for peritonitis. One day after the event onset, the patient began treatment with vancomycin (2 g, frequency, route, and duration not reported) and tuzz (1 g, frequency, route, and duration not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.